Event description:
When the pacemaker was replaced on (B)(6)2022, a physician inserted a torque wrench tip to the setscrew to remove the lead from reply 200 dr and turned it, but it didn't feel like it was rotating. When he changed to a new torque wrench and turned the torque wrench again, the place where the setscrew of the header part was inserted was damaged. The event occurred in both atrial and ventricular connector blocks. The silicone cover at the place where the torque wrench of the pacemaker was inserted peeled off, and the setscrew came out with the tip of the torque wrench attached. Both atrial and ventricular leads were successfully removed from the pacemaker and continued to be used in the body. Implant date (2014-12-15): pm: reply 200 dr (338zx002), a: petite 52erjb (biv39747), v: petite 58erb (biv52835) explant date (2022-11-14) : reply 200 dr (338zx002).

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, when the pacemaker was replaced on (B)(6) 2022, a physician inserted a torque wrench tip to the setscrew to remove the lead from reply 200 dr and turned it, but it didn't feel like it was rotating. When he changed to a new torque wrench and turned the torque wrench again, the place where the setscrew of the header part was inserted was damaged. The event occurred in both atrial and ventricular connector blocks. The silicone cover at the place where the torque wrench of the pacemaker was inserted peeled off, and the setscrew came out with the tip of the torque wrench attached. Both atrial and ventricular leads were successfully removed from the pacemaker and continued to be used in the body.

Manufacturer narrative:
Please refer to the attached analysis report.